Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the implantable cardiac monitor (icm) was not able to establish telemetry with the remote monitor. Through troubleshooting, it was determined that the patient was implanted with both an icm and a defibrillator and the patient was referred to the clinic. The device remains in use. No patient complications have been reported as a result of this event.